Manufacturer narrative:
(B)(4). Malformed clip the analysis results found that the device was returned with three clips scissoring inside a sample bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. However, it is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lobectomy procedure, scissoring occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitive transvenous right ventricular (rv) lead exhibited pacing impedance measurements of greater than 2000 ohms. No adverse patient effects have occurred as a result of this observation.